Event description:
Pt reported having cloudy vision resulting in a doctor visit. Medical documentation received from the treating doctor confirmed pt was diagnosed with bilateral idiopathic iritis and several other conditions were seen including corneal edema, floaters, and evidence of uveitis. Pt was treated with pred fort and fml (fluorometholone); condition has resolved. Doctor's etiology is unk. Consumer has used the same lens case for about 20 years and cleans case in the dishwasher.

Manufacturer narrative:
The product was not returned for evaluation. A review of the lot device history records show that all requirements were met. Doctor's etiology is unk. Consumer has used the same lens case for about 20 years and cleans case in the dishwasher. Based on all information, no causal factors can be determined and no conclusion can be drawn.